Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her daughter obtained a 'lo' message (readings <40 mg/dl) from the adc freestyle libre sensor. The customer did not experience any symptoms and was provided with juice and cookies by her mother. A reading of 365 mg/dl was obtained on the built-in meter and the customer was treated with insulin via insulin pump by her mother. There was no report of death or permanent injury associated with this event.